Manufacturer narrative:
(B)(4). D10. Liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells item#: 00630505036, lot#: 64984774. Modular neck a 12/14 neck taper use with +0 heads only item#: 00784801100, lot#: 63988621. Shell porous with cluster holes 54 mm item#: 00620205422, lot#: 65618053. Bone screw self-tapping 6.5 mm dia. 20 mm length item#: 00625006520, lot#: j7375817. Bone screw self-tapping 6.5 mm dia. 30 mm length item#: 00625006530, lot#: j7246059. Modular femoral stem press-fit plasma sprayed cementless size 7.5 item#: 00771300700, lot#: 65618572. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial left total hip arthroplasty. Subsequently, approximately 2 years and 4 months post implantation, was revised due to pain, instability, subluxation, and dislocation. During the revision, it was noted the polyethylene was fractured. The head, neck and liner were exchanged without complications. The stem and shell remained implanted. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. The patient was diagnosed with left total hip instability, with a possible polyethylene liner failure. Experienced increased pain after bending down, and radiographs in the ER revealed subluxation of the femoral head. Upon follow-up with dr, imaging showed dislocation. A CT scan did not clearly indicate polyethylene failure, but the patient was admitted for a closed reduction (possible open) under general anesthesia with local, with an estimated blood loss of 150cc. Closed reduction achieved with palpable and audible clunk; leg lengths restored, but concern for instability led to open procedure. The hip was found to be unstable and subluxed but not fully dislocated. The femoral head and neck were well-fixed but were explanted. A fracture was noted at the posterior rim of the polyethylene liner. The shell and stem remained well-fixed and intact. Final components were implanted without complications, and x-rays showed no tendency for a lateral and superior subluxation. Images not sent to radiology as the revision notes provide sufficient dictation of findings. Based on the available information, the reported event can be confirmed a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.